Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and had inadequate pain relief. It was stated that the bsn representative reprogrammed that patient but it was not successful. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned. The patient was doing well postoperatively.